Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the right lower thigh vessel which was calcified and moderately tortuous. The physician advanced the 2mm x 20mm x 143cm coyote es monorail balloon catheter to the lesion and inflated the balloon twice. The balloon ruptured at 8atms during the second inflation. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: eighteen years or older. (B)(4). Device evaluated my manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).